Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, as indicated by a pairing failed alert seen in the alarm history, and the user had no dexcom app connection. Symptoms included loss of continuous glucose readings to the ilet. Outcomes included interruption of cgm data availability to the pump. Investigation included guided troubleshooting and user education, including verifying alarm history, toggling cgm settings from g6 to g7, and restarting the sensor with instructions to monitor and call back if readings did not return. Investigation of this case revealed a cgm-to-pump communication failure consistent with a pairing failure between the dexcom g7 and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication or configuration issue during cgm pairing.